Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse noticed that the nest pic node was missing from the download application. The fse ran the system program with the nest pic node and the e-100 device was recognized by the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy device (e-100) was not being recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure when ports were already placed. The system functionality was checked and the system had no faults. The system powered on without errors. An isi technical support was informed that the system was not recognizing the e-100. Troubleshooting was completed after procedure as it was not possible to perform during procedure. An isi field service engineer (fse) suggested the customer to reconnect the e-100 communication cable with the system, still the issue persisted. The fse requested to check the connection of the power component on the monitor but it was absent. The procedure was completed robotically with the integrated electrosurgical unit (iesu/erbe).